Manufacturer narrative:
The customer's report was not replicated at zoll medical corporation. The device was put through extensive testing using test pediatric onestep pads without duplicating the report. Review of the device log did show messages related to the customer's report, however, these errors do not indicate a device malfunction and typically indicates a connection or accessory issue. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "accessory error 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.